Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the pump¿s black box showed a cs 078 alarm. There was moisture observed behind display. A visual inspection of the pump showed that the battery compartment was cracked on the threads. The pump powered on to the verify screen with audio tones and vibrations functional. The pump was not able to be exercised for 24 hours due to a recurring cs 078 alarm the pump case was removed and moisture damage was found on the motor flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.